Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the 'contrast' button is unresponsive/difficult to push. The 'up' button intermittently responsive and the 'down/ok' button responsive to user input. 'Up/down/ok' buttons spring back when pressed. There was contamination around/under all button contacts observed when the keypad was removed.